Event description:
During the supraventricular tachycardia procedure, optical issues resulted in a procedural delay. It was noted that the tactisys was blinking red on the "zeroing" button, it was still visualized on the ensite precision but no contact force information was displayed. Connections were checked, attempts to zero the catheter were made and the tactisys was exchanged but with no resolution. The catheter was exchanged which resolved the issue and the procedure was completed without adverse patient consequences.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6. One bi-directional, curve d-f, tacticath sensor enabled contact force ablation catheter was received for evaluation. When the returned device was connected to the tactisys quartz, a ¿catheter not detected¿ error message was displayed. A fracture in the 19-pin connector flex circuit was located on the eeprom to pin 14 trace, consistent with the observed error message and with the reported event. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Abbott will continue to actively monitor this issue.